Manufacturer narrative:
The user started receiving glucose suspend alerts on (B)(6) 2025, day 2 after insertion. An RMA was authorized for the return of the sensor. In-house testing of the returned sensor showed no issues with its chemical performance. A review of the raw sensor data revealed depressed signal and reference channels across all sensing areas, which fell below the threshold values, which led to triggering the glucose suspend alerts. The potential root cause may be related to an issue with the in vivo state of the sensor hydrogel, which could not be reproduced during in-house testing. This may occur in some instances where a failure mode present in the body is not replicated in the lab. A replacement sensor was provided to the user as part of the resolution. B4. Date of this report 03 dec 2025 g3. Date received by the manufacturer? 03 dec 2025 h3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 10,4121 h6. Investigation findings updated to 114 h6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident where user received glucose suspend alerts which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.